Manufacturer narrative:
Concomitant medical products: product ID: 977a260 lot#serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, lot# serial# (B)(4), implanted: 2020-12-14 explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI# (B)(4); product ID: 977a260, serial/lot #:(B)(4), ubd: (B)(6) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a loss of efficacy. Patient missed multiple reprogram appointments. New recharger, new controller, new controller battery, multiple reprograms. Dates unknown. Adjusted pulse width, rate on multiple occasions. Neurostimulator and leads explanted. Issue resolved.